Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was infusing 2g/50ml of magnesium sulfate at 25ml/hr and was set to infuse within 30 mins on (B)(6) 2022 between 10 am & 10:30 am but had over infused. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation and d16 conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module was infusing 2g/50ml of magnesium sulfate at 25ml/hr and was set to infuse within 30 mins on 11/23/22 between 10 am & 10:30 am but had over infused. There was patient involvement but no harm.